Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device deteriorated over time. The electrode seemed to have slipped out of the cochlea. The user was re-implanted.

Event description:
The user's hearing performance with the device deteriorated over time. The electrode seemed to have slipped out of the cochlea as 3 channels were found extra-cochlear at explantation. According to the implant registration card no ossification was seen at implantation. The user was re-implanted. At the user_s activation of the new device hearing impressions were satisfactory.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Furthermore, the alleged damage to the electrode contact could not be confirmed during device investigation. The decrease in hearing benefit was most likely caused by a post-operative migration of the electrode array out of cochlea. This is a final report.